Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual inspection of the lead found a slightly bent extended helix with blood. Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the right atrial lead dislodged. The physician attempted to reposition; however, the helix was unable to retract and extend. A different lead was implanted instead. The patient was stable before, during, and after the procedure.